Manufacturer narrative:
A lot number was not provided; therefore the sterilization and lot history records could not be reviewed.

Event description:
The user facility in japan reported the vitrectomy cutter did not move at high cpm. The doctor lowered the cutting rate and completed the surgery. No patient injury reported.